Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the side connection at the lock is interrupted.

Manufacturer narrative:
(B)(4). The customer returned a sheath assembly with a dilator advanced through the sheath valve. The dilator hub was returned separated from the dilator body. The customer reported that the "side connection at the lock was interrupted" but no visible defects were observed with sheath sidearm or valve. The only observed defect on the returned sample is the dilator hub separated from the dilator body. The dilator body was able to be removed from the dilator hub with minimal resistance. Visual examination of the separated end of the dilator body showed no obvious stress marks or signs of tearing/cutting. The edges were observed to be smooth and even. Visual examination of the dilator hub revealed no material from the dilator body (identifiable by the lighter blue color) remained recessed in the hub. This would indicate a clean break of the dilator body from the hub. Microscopic examination of the dilator hub revealed a small lip at the edge of the hub resulting in a smaller, recessed diameter opening. The dilator hub was cross sectioned and viewed microscopically. (Con't) other remarks: no lighter blue dilator body material was observed within the hub and the small lip at the dilator hub was observed to be of the darker blue hub material. The separated dilator body length measured 7.125", which is not within the specification of the exposed dilator length (molded into hub) of 6.75"-7.00". The separated dilator body cannot recess into the returned hub, indicating the molded dilator length was out of spec prior to separating. The dilator body outside diameter and the sheath sidearm length were measured and both were within specification. The catheter was flushed with water through the sidearm and no issues were identified. The sidearm and hemostasis valve were leak tested using a 10ml syringe with water and the distal end of the sheath occluded. No leaks were observed. The separated dilator body would not fit into the recessed diameter of the dilator hub. Customer did not supply a lot number, however, a potential lot number was determined from sales history for this customer. A device history record (DHR) review was performed on the sheath and dilator and no relevant manufacturing issues were identified. The dilator product drawing, dilator body extrusion product drawing, and the sheath product drawing were reviewed as part of this complaint investigation. The dilator drawing shows the dilator body recessed into the dilator hub approximately a quarter of an inch. The returned sample does not appear to be consistent with the product drawing. The customer reported that the "side connection at the lock was interrupted" but no visible/functional defects were observed with sheath sidearm or valve. The only observed defect on the returned sample was the dilator hub separated from the dilator body. The end of the separated dilator body was smooth and even and no dilator body material was observed in the separated hub indicating the separation was not a result of a stress tear. The separated dilator body measured longer than the specification for the molded dilator body indicating the body was not properly recessed into the hub during molding. Based on the dimensional and visual defects observed, the potential root cause for this issue is manufacturing related. A nonconformance was initiated to further investigate this issue.

Event description:
The customer alleges that the side connection at the lock is interrupted.